Event description:
Boston scientific crm received information that two weeks after a lead revision procedure, the patient presented with a pocket infection and was placed on oral antibiotics. The antibiotics do not appear to have resolved the infection and a system extraction was recommended. However, no explant date has been set. At this time, it is unknown when the system will be explanted. No additional adverse patient effects were reported.

Event description:
New information was received from the patient that stated her system was removed due to the infection. No additional adverse patient effects were reported

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Manufacturer narrative:
--